Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he was in the hospital due to high blood pressure. The customer's blood glucose was measured with the contour next link 2.4 meter, which gave a reading of 35 mg/dl. The customer did not have symptoms of hypoglycemia, however, he administered glucose. Another test was performed with the hospital's meter and a reading of 170 mg/dl was obtained. Laboratory tests were also performed and readings were 60-80 mg/dl higher than that obtained on the contour next link 2.4 meter. The specific readings obtained with the laboratory tests were not provided. The customer was given insulin. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8bpeg04. An in-house testing was performed using the returned meter with returned and in-house contour next test strips from lot # 8bpeg04, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product for investigation. A device history record for the contour next test strips from lot # 8bpeg04 was reviewed and no manufacturing anomalies were found. Additionally, an in-house testing was performed with the in-house test strips from lot # 8bpeg04, which gave satisfactory performance.